Event description:
It was reported that prior to use with 19 bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes the tubes were deformed. The following information was provided by the initial reporter, translated from french to english: 19 tubes are unusable, badly formed or deformed (as if melted).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 06-mar-2023. H.6. Investigation summary: bd received 3 photographs and 19 samples showing collapsed samples in support of this complaint. Additionally, 100 retained samples were visually inspected, and no collapsed tubes were found. Bd was able to confirm the customer-indicated failure mode with the photographs and returned samples provided. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to use with 19 bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes the tubes were deformed. The following information was provided by the initial reporter, translated from french to english: 19 tubes are unusable, badly formed or deformed (as if melted).